Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sternal wound infection could not be conclusively determined through this evaluation. Review of the submitted log file confirmed driveline disconnects resulting in system stops. According to the account, the patient disconnected the driveline to untangle it. Review of the submitted log file also confirmed that the controller clock was not set. It was reported that the patient potentially remembered an occasion when the batteries fully depleted. The submitted log file was reviewed. A yellow wrench advisory alarm with a clock not set flag was active throughout the log file, indicating a total loss of power to the system controller that would have resulted in a pump stop. Two pump stop events were also captured due to driveline disconnect events and were associated with driveline disconnect, low speed advisory/hazard, low flow hazard, and motor stop alarms. The pump otherwise maintained a stable speed above the low speed limit without issue. Transient instances of external power loss to the mpu were captured while the device was connected to the mpu; refer to the mpu investigation regarding these events. The controller backup battery correctly powered the system until external power was restored. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient was admitted on (B)(6) 2021 for a surgical site infection related to the pump exchange on (B)(6) 2021. A computed tomography (CT) scan was taken along with wound and blood cultures, and intravenous antibiotics were initiated. It was noted that the patient had a clock reset, but the device was otherwise functioning as expected. The patient reported potentially remembering an occasion when the batteries completely died. The patient also reported disconnecting the driveline to untangle it. The patient was re-educated, and the controller clock was reset via the system monitor. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2021. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists local infection as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 6 warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. The heartmate ii patient handbook, contains several sections with information about how to prevent and control infection. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number (B)(4). It was reported that the patient was seen in clinic as his clock was reset. The pump was working functioning normally. The plan of care was to perform a computed tomography scan, obtain another wound culture, blood culture and initiate antibiotics. Log file analysis showed that the controller was reset to the default time stamp of 01jan2001 1:00. This usually occurred when all power was lost to the system and pump and controller shut down. The patient likely allowed the batteries to completely drain which caused a pump stop and controller clock to reset. Log file analysis also captured a couple of pump stops due to the driveline being disconnected. There were also a few no external power events. The patient reported disconnecting driveline to untangle it as he frequently gets it twisted while connected to ac power. He also reported that the mobile power unit was disconnected from the wall on several occasions due to stretching the cable too far while going from the bedroom to the bathroom. The patient was re-educated about both issues. The clock was reset on the controller via the monitor.